Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the sheath broke at the hub, and the filter was lodged in the touhy. The sales representative noted that the staff agreed the device may have been misused. The filter was successfully retrieved, the patient was not harmed, and no further procedures were needed.